Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell seven of seven on the home choice. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the cassette was not returned a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.